Event description:
It was reported that when using the bd pyxis¿ es server, the medication order was populating incorrectly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit displayed refer to emr in the medication order population section instead of showing the instructions. A technical support specialist checked the customer care environment (cce) and found that the trace logs only extended back seven days, which meant that the required examples could not be retrieved. The customer acknowledged this limitation and agreed to resolve the case for now, stating they would provide new examples at a later date if needed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication order was populating incorrectly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.